Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and powered on, according to the reporter, soon after, the device powered down by itself, soon after this time, paramedics arrived with a manual defibrillator and took over the scene. The patient was transported to the hosp and outcome is unknown.